Event description:
Customer reported that the numbers on the insulin pump continued to scroll without input when he was attempting to deliver a bolus. He stated that the insulin pump had a button error alarm. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.